Event description:
New information received reported that the right ventricular lead exhibited high capture threshold and the patient did not experience any symptoms and was fine post- procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced on (B)(6) 2018 and no further information was available.